Event description:
Procedure: lap nissen. According to the reporter: the grasper would not retract all the way and tore. Another device was applied to complete the case.

Manufacturer narrative:
(B)(4).